Manufacturer narrative:
An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report (including x-rays and medical records) was requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
The surgeon was putting the second or third screw into the implant and as the screw was tightening the implant cracked. They ended up implanting the product and the screw continued to hold.